Event description:
It was reported that a patient 'slipped on black ice and fell last year.' This caused her implantable neurostimulator (ins) to move, bulging out of her body. It was painful for the patient when she 'bumped up against something.' The patient decided to have the stimulation system removed. Refer to manufacturer report # 3004209178-2012-10986 for more information on a related event.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).